Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia. The user also reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached "high" (> 500 mg/dl) after he had lunch (amount was not provided). He was not sure how long he had the pod on; since the cannula had come out of the infusion site in the middle of the night and the pod was still attached to his skin. He also noticed the cannula looks kinked. There was no add'l bg levels or history provided.